Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: b3/date of event: 23 dec 2022. B5/event description: the reported issue occurred during preparation for use.

Event description:
The reported issue occurred during preparation for use.

Manufacturer narrative:
The device was returned and evaluated, and there was found to be foreign objects clogging the nozzle; due to this finding, water removal ability did not meet the standard value. Additional findings include the following: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the adhesive on the bending section cover had a chip and was cracked, the adhesive on the bending section cover had a white clouded area, the adhesives around the light guide (lg) lens had a white clouded area, the objective lens had a scratch, the adhesives around the objective lens had a white clouded area, the indication on the suction connector was peeled, the protector of the universal cord on the control section side had a scratch, the universal cord had a wrinkle, the plastic distal end cover had a dent, switch button four (4) had wear, switch buttons two (2) and three (3) had a scratch, the electrical connector had corrosion due to water leakage, and the connecting tube had a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a poor air/water quality issue while using the evis lucera gastrointestinal videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and there was found to be foreign objects clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. There was no possibility that the endoscope was used for the procedure with foreign material attached. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was found to be silicone rubber. Silicon rubber is also used in endoscope accessories (such as air and water supply buttons and tubes used for cleaning), and the origin of the material is diverse. In addition, it is difficult to identify the cause of the foreign matter remaining in the equipment because the origin cannot be specified, but it is likely due to aging of the product using silicon rubber, part of the product peeled off and fell into the air supply and water pipe. It was confirmed that there was no deformation of the air/water nozzle. Upon investigation, it was noted that some reprocessing steps were not being done properly. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". "[Inspection of the entire endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the air/water button 1. Confirm that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed. 2. When you release your finger from the air/water supply button, visually confirm that the water flow on the endoscopic image stops and the button returns smoothly to its original position. 3. Air comes out by covering the hole of the air supply/water supply button with your finger. Make sure that this air removes most of the residual water on the objective lens surface and that the endoscopic image becomes clear." Olympus will continue to monitor field performance for this device.